Event description:
The hcp reported the pt was experiencing increased pain and drug withdrawal symptoms. A rotor stall was diagnosed in 2004. The pt was treated with oral opioids. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.